Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump motor arm failed self-test alarm. The customer blood glucose level was unknown. The customer received a69 message on the insulin pump. The customer will not return insulin pump for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.